Event description:
A report was received that the patient was having difficulty charging the ipg. It was determined that the ipg had flipped inside the pocket. The patient underwent a pocket revision and was reportedly doing well following the procedure.